Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screens began to scroll during bolus. Customer did not recall any significant events leading up to the incident. Blood glucose level at the time of the incident was 315 mg/dl. The customer also reported that the insulin pump had a no delivery alarm several weeks prior to the call. Troubleshooting could not be performed as this was a past event. Customer reported that she had a cannula would come out of her skin and cause her blood glucose level to rise. Blood glucose level at the time of this incident was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm during our testing. All of the buttons functioned properly, no damage noted on the keypad traces and no keypads anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.